Manufacturer narrative:
4315 - isi has received the sureform stapler 60 green reload involved with this complaint for evaluation. Failure analysis confirmed that the sureform stapler 60 green reload has cartridge damage. Skive marks were found on the distal end, where the knife started to retract into the cartridge, and proximal end, along the edge of the knife track. It is possible that the skiving could have generated particles that detached from the cartridge. Indentations were present along the middle and upper part of the knife edge, which is indicative of firing across hard objects such as staples. Firing across hard objects can be considered misuse. Since multiple sureform stapler 60 reloads were used in the procedure, it is possible that the reload was fired across existing staple lines. The staple from a previous firing can get caught in the knife track during retraction, causing the skiving on the reload. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted sleeve gastrectomy procedure, fragments from a green stapler reload fell inside the patient and all fragments were retrieved. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Isi has not yet received the sureform 60 stapler green reload for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer identified green shavings left in the patient after the sureform 60 stapler was fired and the green reload was removed. The shavings were removed from the patient in the same procedure. The procedure was completed and there was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved with a laparoscopic instrument. The surgeon does not know what caused the fragments to come off the stapler reload. The customer did not know how long the stapler instrument was in use or what tissue the surgeon was stapling before the fragments were identified. The instrument was inspected prior to use and did not come into contact with any other instrument or hard material. The instrument was removed with its wrist straightened. No post-operative tests were performed to check for remaining fragments. The customer confirmed that there was no patient harm. The customer does not have a video recording of the procedure.